Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported event was confirmed. Based on inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. The user was reportedly not trained in the use of the proglide device. The instructions for use under caution states: this device should only be used by physicians (or other healthcare professionals authorized by or under the direction of such physicians) who are trained in diagnostic and therapeutic catheterization procedures and who have been trained by an authorized representative of abbott vascular. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. (B)(4): operator not trained. Per the instructions for use-the device should only be used by physicians who are trained in diagnostic and/or interventional catheterization procedures and who have been trained by an authorized representative of abbott vascular.

Event description:
It was reported that there was increased resistance when attempting to remove the plunger during attempted suture placement in the right common femoral artery using the preclose technique with a 6f sheath prior to an abdominal aortic aneurysm (aaa) endoprosthesis interventional procedure. The physician performed an incision and manually extracted the device. On observation one of the two needles was bent. The patient underwent a blood transfusion but without adverse consequences. Hemostasis was achieved surgically. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly not trained in the use of the proglide device. No additional information was provided.